Manufacturer narrative:
This supplemental report is being submitted to provide additional information after the legal manufacturer's final investigation. In addition, a correction was also made to previously submitted reports. Updated fields: d4 - expiration date null, d9 - date returned to mfg corrected fields: d4 - expiration date (this field must be blank) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had dark image during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lg glass cover chipped, component failure of the distal end cover glass; universal cord scratched and broken, component failure of the universal cord; rear end light guide bundle damaged, component failure of the lg bundle; component failure of the light transmission component. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the malfunction "image color was dark" was caused by a component failure of the light transmission component. The malfunction "lg glass cover chipped" was caused by a component failure of the distal end cover glass. The malfunction "universal cord scratched and broken" was caused by a component failure of the universal cord. The malfunction "rear end light guide bundle damaged" was caused by a component failure of the lg bundle. The most probable cause of these malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.